Event description:
It was reported that the procedure was to treat a lesion in the superficial femoral artery (sfa) with heavy calcification. The 6.0x150mm armada 18 balloon dilatation catheter (bdc) was advanced the target lesion with resistance due to the calcified anatomy and the balloon was inflated; however, the balloon ruptured during the third inflation at 14 atmospheres. The bdc was prepped (air aspiration) outside the anatomy prior to use without any issues. A non-abbott bdc was used to complete the procedure. There was no adverse patient effect and no clinically significant delay reported in the procedure. No additional information was provided.

Manufacturer narrative:
The device was not returned for evaluation a review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents and/or complaints from this lot. The investigation determined the reported complaints appear to be related to operational context. There is no indication of a product quality issue with respects to the design, manufacture, or labeling of the device.